Event description:
The nurse working in the nicu was preparing a transport incubator for the transfer of a premature infant. The incubator transporter (stretcher-like device) was not level, so the rn along with another rn, attempted to level it. The rn released the lever mechanism in order to lower the stretcher to a level position, and the entire assembly "crashed" down to the floor. Staff members report that the crash was with gross force. The two rn's, who are reported to be "very strong," could not stop the assembly from falling. Neither rn was injured, but the potential for serious injury was great. The entire assembly weighed 303 lbs. The patient was not in the transport incubator at the time and was not harmed. However, if the patient had been inside the incubator at the time of the incident, the implications could have been very serious. The stretcher was a ferno model 35-it incubator transporter.